Manufacturer narrative:
An outside the united states customer contacted siemens to report that one discordant active vitamin b-12 (holotranscobalamin, ab12) test result was obtained on each of four samples on an atellica im 1600 analyzer. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the analyzer. The cse found a sample syringe plunger was partially blocked. The cse replaced the sample plunger. The cse found the base reservoir and valves were contaminated. The cse cleaned and replaced base fluid container. The cse also replaced a sample pump 2-way solenoid valve and sample displacement pump. The cse performed an autocheck and ran quality control materials with acceptable results. The cause of the discordant ab12 test results is unknown. The analyzer is performing within specifications. No further evaluation of this analyzer is needed.

Event description:
One discordant active vitamin b-12 (holotranscobalamin, ab12) test result was obtained on each of four samples on an atellica im 1600 analyzer. The initial test results were released to the physician(s). An aliquot from each of the original samples was sent to an alternate testing facility. The ab12 test results from the alternate testing facility are not available. There are no known reports of patient intervention or adverse health consequences due to the event.